Event description:
The patient stated that ¿people have interests in malfunctioning implants.¿ the patient stated that they agreed on one implant, and received two. The patient reported that they had an MRI discogram to prove 2 implants on 2006-jun-06. The patient reported that they had 2 scars too. The patient reported that the implants were removed in 2007.

Manufacturer narrative:
Concomitant: product ID 377760, lot# j0546745v, implanted: 2005-(B)(6), product type lead. Product ID 37742, serial# (B)(4), implanted: 2005-(B)(6), product type programmer, patient. Product ID 377760, lot# j0546745v, implanted: 2005-(B)(6), product type lead. (B)(4).